Manufacturer narrative:
Additional information provided: the impella device was discarded by the customer; therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D.4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted. E.1 added initial reporter address line 2 as it was omitted from the initial report that was submitted. G.1 added manufacturer site postal code as it was entered in the incorrected field on the initial report that was submitted. Investigation summary: the investigation was completed. No product returned for evaluation. Optical signal issue: clinical details noted intermittent but persistent "impella in aorta" alarm despite pump in proper position. Data logs were reviewed and "impella in aorta" alarms were noted. No hard failures of the optical sensor or motor current spikes to indicate possible ingestion were observed. The cause of the optical signal issue could not be definitively determined as no product and limited clinical details were provided. Air in purge: clinical details noted that an "air in purge" was triggered on support and was resolved independently. Data logs were reviewed and confirm "air in purge" alarms noted. A de-air procedure was completed to resolved the "air in purge" alarms. No purge related procedures were performed prior to "air in purge" alarms on that day. The cause of the air in purge issue could not be determined as no product was returned for evaluation. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered air in purge and optical signal issues during impella 5.5 support. It was noted that there was air in the purge system, however, alarm was solved independently. Additionally, there was intermittent but persistent impella in aorta alarm despite pulsatile but damped motor current. Echo confirmed correct left ventricle (lv)-aorta impella positioning. There was no patient harm.